Manufacturer narrative:
Mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received had a cracked left end cap that needed to be replaced. Unit was also out of adjustment and testing low under pressure. The unit needs to be readjusted and pinned again, needs general maintenance and cleaning, needs replacement of cracked end cap and readjustment of the unit. Root cause - the reported complaint was confirmed via inspection of the unit. The unit received was out of adjustment and tested low under pressure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield base unit (a3101) was attached to bed, locked in place and before patient was pinned, they felt it moved or slipped very slightly. They are not sure if the lock did not hold. There was no patient injury reported and delay in surgery is unknown.